Event description:
Boston scientific received information that approximately one month post implant, the patient with this device exhibited redness at the pocket site. The patient received oral antibiotics with no further intervention required. No additional adverse effects reported and the device remains implanted an in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.